Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received stuck motor error alarm loop during bolus delivery. Unable to confirm motor position encoder error alarm due to several displayable history check failed on startup alarms noted in alarm history screen. Displayable history check failed on startup alarms noted due to corrupted history file. Motor was tested outside the device and passed. No motion sensor test failure alarm noted. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 226 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. Customer also reported a motion sensor test failure and motor position encoder error alarm was present in the alarm history. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.